Event description:
It was reported that a patient¿s implantable neurostimulator (ins) was explanted so the patient could have an MRI. It was noted that the leads were left in place, and patient had the MRI with the leads in place. It was reported that the patient was complaining of a spot on his back that was ¿really painful¿ and the patient¿s doctor looked at it and thought it may be anchors irritating the tissue. It was noted that ¿something unusual¿ was felt. It was unclear if the leads or another device the patient had contributed to ¿something unusual¿ that was felt. The next day, it was reported that the MRI had nothing to do with therapy. It was noted that the pain in the patient¿s back was a ¿minor discomfort¿ and there was ¿no reason to suspect any other reason for this.¿ it was reported that it would be monitored and addressed at a later date.

Manufacturer narrative:
Product ID: 39565-30 lot# serial# (B)(4), product type lead product ID: 3708140 lot# serial# (B)(4), product type extension product ID: 37752 lot# serial# (B)(4), product type recharger product ID: 37743 lot# serial# (B)(4), product type programmer, patient product ID: 3708140 lot# serial# (B)(4), product type extension product ID: 39565-30 lot# serial# (B)(4), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).